Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The returned product identified the products were returned with minimal signs of use and the sutures separated from the devices. The sheaths for both devices extend and retract over the inserter tips smoothly. The trigger mechanism deploys the passer needle on both devices. The inserter tips are bent out of alignment and the passer needles strikes and pushes the passer needles further apart. The passer needle can't slide smoothly into the transfer slot. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 3006108336-2021-00019. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial procedure, the crossfix curved meniscal suture does not thread on the needle. Another implant is tried and the exact same thing happens. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.